Event description:
In 2001, admitted for near syncopal episode. Pacemaker eval revealed intermittant noncapture and elevated ventricular capture threshold. The next day, dr (cardio) removed old pacemaker, replaced with permanent pacemaker, placed new ventricular lead. The old lead was capped. Pt c/o dizziness x2 days.